Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), qc, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instructions for use (IFU), which note, "upon removal from package, inspect the product to ensure no damage has occurred.¿ furthermore, reviews of the drawings, specifications, and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and no product returned, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Product code: dqx. This report includes information known at this time. A follow-up report will be submitted at the conclusion of the investigation or, when additional relevant information becomes available.

Event description:
It was reported, an approach cto microwire wire guide started to separate inside a patient's anatomy. The wire was able to be removed completely because the tip was still partially connected. No additional procedures were required. No portion of the device remained in the patient and no patient adverse effect. The event was reported in medwatch 1820334-2019-01205. This report concerns a second report of this issue which, according to the physician, had occurred a year or so ago with another approach cto microwire wire guide. The physician could not recall the date or specific details; however, no patient adverse effect was reported. The complaint device is not available to return to the manufacturer. It was discarded at the complaint facility. Lot information is unknown.